Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii, and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with 400cc mentor memorygel breast implant and experienced left side capsular contracture; baker grade iii. On (B)(6) 2020, mentor became aware that left side breast implant rupture was also conformed via mammogram on (B)(6) 2020. The device will be explanted on (B)(6) 2020.

Manufacturer narrative:
On (B)(6)2020, mentor became aware that the implant was discarded. Hence, field h6 for method codes has been updated to "device discarded" on this form. On (B)(6)2020, mentor became aware that the replacement implants used were natrelle brand on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).